Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08/17/2020. Investigation conclusion. Received one used primary set model 2420-0007 lot 20046591. The set was received spiked to one used empty 25ml baxter bag (din (B)(4) lot w0d27c0 exp jan21 0.9% sodium chloride injection). One white cap was attached the set¿s male luer. One secondary set model 11448964 lot 20025679 was not returned for evaluation. Visual inspection. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed residual colorless fluid throughout the set. No other anomalies were observed with the set or their components during initial visual inspection. Functional testing. Based on the vch_alaris system unregulated flow data collection protocol (dir 10000352617), functional testing was performed by attaching the primary set to one lab IV bag filled with blue dye water. One secondary lab set spiked to one lab IV bag filled with water was attached and set up per bd alaris products secondary set-up tip sheet and loading it into a lab pump module device. A rate was provided from the customer and therefore the infusion was programmed at a rate of 140ml/h and vtbi 140ml. Numerous run/pause tests were performed on the sets with no over infusion observed during testing. The primary set showed no signs of over infusion after multiple attempts of reloading and closing the pump module¿s door. At random intervals during the infusion and with multiple attempts, the pump module was paused for any evidence of unregulated flow and was then reloaded into the pump module. The infusion completed with no alarms or any issues noted and no overflow was observed. The set was pressure tested while submerged underwater (per dir # 10000360033 ¿ IV disposable leak test method). Air pressure was incrementally increased from 5 psi to 30 psi. No anomalies were observed. Rate accuracy. A one hour rate accuracy test was performed per dir # 10000339920 (timed rate accuracy test method) with the test pump module programmed to run a primary infusion running at a rate of 10ml/hr. Model 2420-0007 measured rate was 9.97ml/hr for a % error of -0.29%. Specification for this test is +/- 5.0% error. Results indicate that the device is within specification and the suspect primary set infused at the correct rate. Test results attached to trackwise file. Further inspection. After testing was completed, a visual inspection was performed on the silicone segment of the pump segment and found that the wall thickness to be concentric. Device history record a device history record for model 2420-0007 with lot number 20046591 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 22apr2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The customer¿s report that the medication infused incorrectly was not confirmed or replicated. The root cause of the customer¿s experience was not identified as we were unable to replicate the event during functional testing and it was observed that the correct amount of fluid was infused.

Event description:
It was reported that the as lvp 20d 2ss cv secondary drip chamber was infusing the magnesium sulfate "rapidly" at "approximately 500cc/hr" when it was only programmed to infuse at "approximately 140cc/hr". The following information was provided by the initial reporter: "medication was hung and pump was programed for approximately 140cc/hr, rn immediately witnessed secondary drip chamber infusing rapidly (visually rate was approximately 500cc/hr). Secondary tubing was changed and module was changed but rate was still incorrect. Once primary tubing was changed the rate appeared correct and was infusing much slower." "1. What was the medication infusing at the time of the event? Magnesium sulfate. 2. What was the medication/fluid concentration and size of the bag or syringe (how much drug was mixed in how much fluid)? I do not know the dosage, however it was in a 250ml bag.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 2ss cv secondary drip chamber was infusing the magnesium sulfate "rapidly" at "approximately 500cc/hr" when it was only programmed to infuse at "approximately 140cc/hr". The following information was provided by the initial reporter: "medication was hung and pump was programed for approximately 140cc/hr, rn immediately witnessed secondary drip chamber infusing rapidly (visually rate was approximately 500cc/hr). Secondary tubing was changed and module was changed but rate was still incorrect. Once primary tubing was changed the rate appeared correct and was infusing much slower." What was the medication infusing at the time of the event? Magnesium sulfate. What was the medication/fluid concentration and size of the bag or syringe. (How much drug was mixed in how much fluid)? I do not know the dosage, however it was in a 250ml bag."